Manufacturer narrative:
The insulin pump seated at the beginning of displacement test without reservoir due to moisture damage on force sensor resistor. Unable to confirm excessive no delivery alarm due to seating anomaly. The insulin pump passed self test and unexpected restart error test. The insulin pump passed all operating currents tested within the specification range and passed off no power test. The insulin pump was received with corroded battery tube, cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that they received no delivery alarm. The customer's blood glucose was unknown at the time of incident. The customer stated that insulin doesn't exit and again received a no delivery alarm. A displacement verification test was performed and the test was not passed. The product will be replaced. The product will be returned for analysis.